Manufacturer narrative:
Placement driver won't be returned for evaluation due to the doctor stating that the driver works fine with other implants.

Event description:
The doctor reported that implant (xifosm310) did not assemble correctly with an unknown driver. The implant loosened from the driver and dropped down loosing sterility. The doctor confirmed that driver worked properly with other implants and that he could place another implant during the same surgery.

Manufacturer narrative:
One osseotite certain® implant was returned for inspection with a mating cover screw. Visual inspection revealed that the implant surface and drive feature are minimally worn and show no sign of damage. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A root cause for the reported event could not be determined, as the placement device was not returned. Complaint is therefore non-verifiable.